Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient was hospitalized due to chest pain following the implant procedure. The patient was medically cleared and discharged. The stimulation was turned on and there was no report of further complication. Follow up report indicated that patient was identified with low blood pressure and additionally has a history of cardiac issues.